Event description:
It was reported to boston scientific on (B)(6) 2008, that while using a footswitch device on the customer experienced the following: the delivery of rf energy begun without depressing the foot switch. Add'l info was received from customer that indicated that the actual issue with the footswitch was that the footswitch didn't deliver energy. The new info was: "the event description wasn't accurate enough. In fact, this footswitch is pretty old, and according to the customer, presents wear and tear signs. Sometimes, the footswitch didn't deliver energy. In order to avoid any issue during future procedures, they unplugged the footswitch and called the rep to open a complaint. No pt consequences." Based on the above info this event was not considered a reportable event. After the device was received and analyzed in boston scientific, it was confirmed that without depressing the foot pedal, there was intermittent delivery of rf when flexing the cable near the strain relief where the cable exits the foot pedal. The event was determined to be reportable at that time.

Manufacturer narrative:
The initial reported complaint of "delivery of rf energy begun without depressing the foot switch" was confirmed during testing at bsc. Without depressing the foot pedal, there was intermittent delivery of rf when flexing the cable near the strain relief where the cable exits the foot pedal. The footswitch design utilizes a reed switch, which is an electrical switch operated by an applied magnetic field. The reed switch contains two magnetizable and electrically conductive metal reeds, which have end portions separated by a small gap when the switch is open. The reeds are hermetically sealed in opposite ends of a tubular glass envelope. When the foot pedal is depressed, a magnetic field will cause the contacts to pull together, thus completing the electrical circuit. The product analysis of returned footswitch (B)(4) found that the glass tube, which contains the reed contacts, was cracked. The breakage of the glass tube may have allowed the contacts to come in contact with one another resulting in a short. The short was also confirmed via an x-ray photo and measurement using an ohmmeter. The shorted contacts would result in completion of the electrical circuit and ultimately allow delivery of rf, without the foot pedal being depressed. DHR was reviewed and there were no prior service records for this device serial number. The ept-1000 risk mgmt summary from stellartech dated 08/05/2006 identifies inadvertent tissue damage as a potential hazard for inadvertent delivery of energy initiated by footswitch. The controls include an audible tone on power delivery and visible rf on indicators. Based on the complaint analysis, this investigation will be assigned the most probable root cause classification of wear and tear. The complaint device was more than 11 yrs old after its date of manufacture when the incident occurred. A product inquiry report was initiated based on the investigation findings and potential risk to pt. There was one prior complaint for foot switch model m0048400 related to delivery of rf without the foot pedal being depressed. This prior complaint (MDR 2953184-2008-00043 for foot switch (B)(4)) was confirmed. The investigation found that the glass tube, which contains the reed contacts, cracked on one end, near where the brown wire connects to one of the reed contacts. The breakage of the glass tube allowed the brown wire to flex when manipulated and intermittently short to the other reed contact. This resulted in the completion of the electrical circuit and ultimate delivery of rf, without the foot pedal being depressed. This prior complaint was originally included in the scope of (B)(4), initiated for a mfg defect associated with foot switch model m004218400 resulting in a short, but was later excluded due to the difference in design of the switch and its successful clinical use for approx 11 yrs.